Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intraperitoneal volume (iipv) situation in the therapy logs which occurred on (B)(6) 2010 during cycle 3, drain volume 2586ml. This event meets overfill criteria. (B)(4) spoke with the home patient's peritoneal dialysis nurse (pdn) to relay the iipv found during evaluation of the home choice device. The pdn stated they have seen the patient recently and the patient was doing fine.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). A review of the device logs revealed one instance of increased intra-peritoneal volume (iipv). External & internal visual inspections revealed no problems. The baxter's product analysis lab (pal) did not confirm any failure or malfunction of the device that would have caused or contributed to the reported difficulty. The cause for the iipv found in the device logs was determined to be insufficient drain due to one or more cycles advancing to the next fill when slow / no flow occurred above the minimum drain volume threshold. A service history review (shr) revealed no issues that may have contributed to the iipv. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).